Manufacturer narrative:
Complaint conclusion: during a shunt pta (percutaneous transluminal angioplasty) procedure, a slalom balloon catheter (pta .018 hp 40 4x4) was inserted through a non-cordis sheath to the focal lesion and inflated for approximately three minutes; however, it was confirmed that the device had ruptured after inflation. The catheter was never in an acute bend. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used. The maximum inflation pressure was ten atmospheres (atm). The balloon was only inflated once. The product was removed intact (in one piece) from the patient. It was also reported that resistance was met while advancing a non-cordis guidewire. It was found that the vessel had been properly expanded following inflation, so the procedure was completed. There was no patient injury reported. The device was clinically used and will be returned for analysis. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient; however, there was resistance felt while advancing a non-cordis guidewire. The device prepped normally. Non-cordis contrast media was used mixed 1:1 with saline. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The product was returned for analysis. One non-sterile slalom pta .018 hp 40 4 x 4 balloon catheter was returned. Per visual analysis, the balloon was coiled inside a plastic bag and had been previously inflated/deflated. A .018" guidewire was through the unit. No other anomalies were observed. An insertion/withdrawal test was performed successfully. Neither obstruction nor resistance was felt during the test. A leak test was performed, leakage was confirmed by an axial burst that was noted on the balloon. Per sem analysis, the inspected internal surface of the balloon does not present any evidence of damages or defects. Analysis of the external surface revealed evidence of scratch marks adjacent to the line of the balloon rupture and elongations where observed on the edge of the rupture. It is very likely that the same factors that caused the elongations and scratch marks on the balloon outer surface can also have contributed to the burst/ruptured condition found on the received balloon. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. However, the reported ¿guidewire lumen- resistance/friction¿ was not confirmed as the device passed insertion/withdrawal test successfully. Although unknown, it is likely that vessel characteristics may have contributed to the burst as evidenced by abrasions and elongations noted on the outer surface during analysis. According to the instructions for use, which is not intended as a mitigation of risk, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a shunt pta (percutaneous transluminal angioplasty) procedure, a slalom balloon catheter (pta .018 hp 40 4x4) was inserted through a non-cordis sheath to the focal lesion and inflated for approximately 3 minutes, however, it was confirmed that the device had ruptured after inflation. It was also reported that resistance was met while advancing a non-cordis guidewire. It was found that the vessel had been properly expanded following inflation, so the procedure was completed. There was no patient injury reported. The device was clinically used and will be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient, however, there was resistance felt while advancing a non-cordis guidewire. The device prepped normally. The contrast media being used was iopamiron 370 mixed 1:1 with saline. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter di not kink while being used. The maximum inflation pressure was 10 atmospheres (atms). The balloon was only inflated once. The product was removed intact (in one piece) from the patient.